Event description:
4 of 4. It was reported during a hardware removal surgery due to complaints of pain (event date unknown); the surgeon made several attempts to remove the screws. The surgeon broke one 4.0mm solid hex driver tip (part number ht-4001, batch number w23715) and one 4.0mm cannulated hex driver tip (part number ht-4000, batch number 239503). The cannulated tip was retrieved, but the solid tip remained in one of the screws. It was also reported the surgeon tried using trephines removal tips (an unknown vendor) with no success and decided not to remove the screws. One screw had been partially removed and had to be burred down to remove the prominence. The surgery was completed after a 1 ½ hour delay. No other adverse patient consequences were reported. There are 4 related report numbers for this event 3025141-2024-00075 through 3025141-2024-00078.

Manufacturer narrative:
The reported screws (part number 30-0775 and part number 30-0780) were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screws are unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. A 4.0mm solid hex driver tip (part number ht-4001, batch number w23715) and a 4.0mm cannulated hex driver tip (part number ht-4000, batch number 239503) were returned for evaluation. The returned drivers were examined visually under magnification. Under magnification, it was confirmed that the 4.0mm solid hex driver tip (part number ht-4001) had batch number w23715 and the 4.0mm cannulated hex driver tip (part number ht-4000) had batch number 239503. The tip of the broken cannulated driver was returned. Torsional fracture patterns were identified at the tip end of the drivers. The overall driver lengths were measured to confirm fracture point and approximate how much material was gone. The solid driver measured approximately 5.827 inches, indicating approximately 0.173 inches of the driver's tip broke off. The cannulated driver measured approximately 5.843 inches, indicating approximately 0.166 inches of the driver's tip broke off. Torsional fracture patterns likely indicated excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. The returned product description indicated the drivers were damaged during removal surgery. However, based on the information received, the root cause could not be determined.